Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead; 419488 lead, implanted (B)(6) 2007. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high rate non-sustained tachycardia (hrnst) episodes and apparent oversensing. Additionally, the right atrial (ra) lead was observed with high capture threshold. The leads remain in use. No patient complications have been reported as a result of this event.